Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for a routine check, noise was observed. The noise was unable to reproduce the noise with pocket manipulations or isometrics. The patient felt some nondescript symptoms, stating it felt funny. The patient was given a holter monitor to monitor the noise. The patient will continue to be monitored closely.